Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor pairing failure after approximately ninety minutes, and customer support guided the user to toggle between g6 and g7 settings and re-enter the sensor code, consistent with troubleshooting for a communication or pairing malfunction of the sensor-transmitter component. Symptoms included no glucose readings from the cgm. Outcomes included user inconvenience and interruption of glucose data availability without clinical injury. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the issue involved unsuccessful pairing between the sensor system and the receiving device, with resolution attempts focused on reconfiguration and code re-entry. It was concluded that the event involved a device communication failure that did not result in adverse health effects.